Manufacturer narrative:
(B)(6). Device evaluation: product is not available for investigation, therefore no testing could be performed. The reported event cannot be confirmed. For this lot, all devices meet material, assembly, and performance specifications at the time of product release. No related deviation, ncmr, nc or CAPA was initiated during the manufacturing process of the reported lot#. All devices meet material, assembly, and performance specifications at the time of product release. Based on the information obtained, there is no indication of product malfunction or product deficiency. Johnson & johnson surgical vision will continue to monitor this type of complaints. Additional information: customer reported that they did their retrospective investigation and they suspect the ophthalmic viscosurgical device (ovd) which is not a johnson & johnson surgical vision (jjsv) product and our opo71 tubing. Although they also reported that they agree the tubing was sterile and not in direct contact with the eye. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Doctor reported that patient had surgery on (B)(6) 2021 and presented six days post treatment with uveitis. This is fifth out of eight reports/patients. It was also reported by the account that some of the patients required hospitalization however no details were provided of which patients required it and which ones did not. No patient details were provided.

Manufacturer narrative:
Additional information: through follow up it was learnt that the topical, systemic and intraocular treatment was required. The medication prescribed by doctor was part of the standard of care. The lens remains implanted and patient is being monitored. There has been no pattern observed by the doctor in the reported cases and the customer reports that there is no assignable root cause of the uveitis. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.